Manufacturer narrative:
Correction: d9. Yes, 01/13/2026. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusions: 61. H8. Reuse. Additional information: d4. Lot #: em500169. UDI #: (B)(4). H4. 11/29/2022. Device evaluation: visual inspection confirms the event. The distal end of the hexalobe tip has sheared off of the driver. The root cause is likely excessive/eccentric loading on the tip of the driver, likely seen from inserting or removing a screw and/or failure to fully seat the driver into the female hex prior to driving. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the driver has a broken tip.

Manufacturer narrative:
The driver has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.